Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that their handheld would not recognize the stylus, a hard reset had to be performed and then she could not get pass the alignment screen. She tried touching the cross 20 times but it did not help. Hard reset was performed 2 times, reseated the flashcard and cleaned the screen, but still would not resolve. New handheld was shipped to the site and the old handheld was returned to manufacturer for product analysis. Analysis was completed on the handheld and reported allegation of screen not recognizing stylus was confirmed. The cause for the reported complaint is associated with a defective display. Once the display was replaced with a known good display, no further anomalies were identified. Analysis was completed on the flashcard and no anomalies were found. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.